Event description:
It was reported that, "the suction button stuck in the activated position." No pt injury was reported.

Manufacturer narrative:
The actual device was returned and evaluated by the quality engineer. It was observed that the suction button was stuck in the down position. This caused the suction function to remain active at all times. All of these devices are 100% tested as the final inspection/testing prior to packaging. Review of the device history record shows that this device passed the final inspection. This indicated that the button was functional when the device was manufactured. It appears to have become stuck in the down position after initial use by the surgeon. A CAPA has been initiated to determine root cause and to determine the corrective actions that need to be taken. We consider this complaint to be closed.